Event description:
The manufacturer received information alleging a ventilator's power cord was damaged. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ac inlet connector and ac power cord were found to be physically damaged. The devices ac inlet connector and ac cord were replaced to address the issue.